Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 282-351 mg/dl. Customer went into diabetic ketoacidosis. Elevated blood glucose was addressed with a manual injection. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies to address the issue, but ultimately reverted to an alternate method of insulin therapy after occlusion recurred.